Event description:
It was reported that the pt presented with increased tone leading to connector revision. Posterior and anterior x-rays were taken. Later it was decided to do a catheter exploration. An incision was made at the pump connector site. It was noted that the connector was properly connected from the pump. The connector was disconnected and back flow of cerebrospinal fluid was found. The decision was made to replace the connector. The catheter was re-primed and the pt was restarted at an infusion rate of 210 mcg/day of 1000 mcg/ml baclofen (which was currently in the pump).

Manufacturer narrative:
Results: used for the catheter.